Event description:
It was reported that the patient was getting shocked walking through a security gate at a store. It only happened at this particular store. The system had been checked and confirmed to be functioning as intended otherwise. The reporter stated that it worked great. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).